Event description:
The physician was attempting to treat a lesion in the rca with severe in-stent thrombosis using an endeavor resolute rapid exchange (rx) drug-eluting stent. The rca had been treated with 3 other brand stents some days before. After predilatation of the vessel with a non compliant balloon the physician tried to place the first endeavor resolute in the distal vessel. It was not possible to advance the device through the previously deployed stent in the proximal vessel. The endeavor resolute stent dislodged from the stent delivery system during removal from the pt. The physician deployed this stent using a balloon. When the physician tried to advance a second endeavor resolute stent (ref MFR no 2953200-2010-01296), following another predilatation with a non-compliant balloon, it also dislodged in the proximal vessel. This stent was also deployed using a balloon. Please note that this device (eres30012x) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(B)(4). Eval, results: stent embolism. Vessel morphology impacted on delivery of the devices. Eval, conclusions: vessel morphology impacted on delivery of the devices.